Manufacturer narrative:
(B)(4). On the day of peritonitis onset, the patient was hospitalized for the event. It was reported that the patient¿s peritoneal dialysis (pd) effluent was clearer than before (dates unspecified). At the time of this report, the patient¿s antibiotic therapy was ongoing and the patient remained hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was treated with vancomycin 1 gram every five days (route and duration not reported) and fortum 1 gram every day (route and duration not reported) for the peritonitis. It was not reported if extraneal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.